Manufacturer narrative:
The exact cause of the event cannot be determined for this specific patient. The device remains implanted. Additional information requests have been sent to the author/primary contact for the article with no additional information provided regarding patient, product used, or manufacturer's lot number. Should additional information be received in the future, a follow-up report will be submitted. Although the exact product information is not available, the repair was likely performed using the cormatrix ecm for cardiac tissue repair, which is indicated for use as an intracardiac patch or pledget for tissue repair (i.e., atrial septal defect (asd), ventricular septal defect (vsd), etc.) And suture-line buttressing. It is unknown if the reported complication may also be related to patient co-morbidities, the surgical procedure, other devices, or treatments.

Event description:
An article titled, "correction of congenital cardiac defects with cormatrix extracellular matrix in pediatric patients: is it really safe?" Is a scientific letter to the editor (http://dx.doi.org/10.1016/j.recesp.2016.03.022) that was discovered during a periodic literature review. The study includes an evaluation of 30 patients who underwent surgical repair for congenital heart defects using cormatrix ecm. All surgical procedures described within the article were performed sometime between october 2010 and june 2014. In the article, patient #7 diagnosed with situs inversus, single ventricle, pulmonary atresia, and infradiaphragmatic total anomalous pulmonary venous return underwent correction of anomalous venous return and central fistula as a newborn. At 9 months, patient underwent bidirectional glenn procedure and pulmonary artery plasty with cormatrix patch. One month after discharge, patient readmitted with labored breathing and desaturation caused by right pleural effusion. Echocardiography showed stenosis at the point where the glenn shunt joined the corrected pulmonary artery. This was treated with angioplasty, with a good outcome.